Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke with elevated blood glucose (bg) level (>600 mg/dl) with ketones. Customer was transported to the emergency room via ambulance. Customer was treated with saline and insulin. Customer remained in the emergency room for six hours but was not admitted. Upon leaving the emergency room, customer's bg level was in the 300's mg/dl and declining.